Event description:
It is reported that the patient developed a knee infection and was revised three years after the original surgery.

Manufacturer narrative:
Only the articular surface was replaced and this has not been returned. No pictures provided or dimensional analysis performed. Surgical notes were not provided. Device history records were reviewed for the articular surface and they indicate the device was manufactured, inspected, packaged and sterilized to specifications. The articular surface is used for treatment. A complaint history review found no other complaints for the articular surface part and lot number. Compatibility of the components was checked with no issues found. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection.

Manufacturer narrative:
This report will be amended when our investigation is complete.